Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, upon interrogation of pacemaker device it was observed that the fast signals were not detected by the device on the rv channel, the signals were regular, with vp signals insides. Egm measurement with caliper showed 0.6 mv on these regular signals. As ventricular sensitivity was 2.5 mv, these signals are not seen. Surface ECG showed patient in atrial fibrillation (af), with no p waves observed, however a lead sensing was 12mv. We perform a threshold test with aai mode and on the surface ECG we observed spikes followed immediately by qrs. The patient is known to have chronic atrial arrythmia's. The device was recently replaced 1 month ago. The physician came to the conclusion that the atrial lead and the ventricular lead were connected into the wrong ports on the device. A technical services consultant was asked to review device data. Ts provided recommendations for a surgical intervention. The physician states at this time, due to the patients age, and health conditions, the physician would prefer to not do any surgical intervention at this time. The physician will monitor the patient closely. The device remains implanted.